Event description:
Info initially received from ophthalmologist (ecp) 05/10/2007 was reported that several pts may have experienced central corneal ulcers or corneal epithelial sloughing while wearing acuve oasys product. At ecp's request an email requesting add'l info was sent on 05/10/2007 and again on 05/31/2007. Ecp was also contacted by phone 06/01/2007 and 06/04/2007 to obtain more specific info and determine if product in question was available for return for evaluation. Ecp did not respond to the requests for add'l info regarding event(s). Info available is insufficient to determine if a serious event or events occured. Although not confirmed, a central corneal ulcer or corneal epithelial sloughing may be a serious injury. Event reported as a serious injury worst case. Add'l info received from ecp will be provided within 30 days upon receipt.

Manufacturer narrative:
Contact lens, no conclusion can be drawn.